Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was 49 mg/dl. The bolus history was showed to the mother and found out that patient had snack. The customer advised will visit with health care provider to see about settings. The customer was advised how to look at basal rate to see if they look ok.